Manufacturer narrative:
An investigation is in progress. A follow-up report will be filed upon the completion of the investigation. Facility name truncated due to character limit. Full name: (B)(6).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from switzerland alleged discrepant results with one patient sample while using the cobas sars-cov-2 qualitative nucleic acid test for use on the cobas 6800/8800 system. The alleged samples initially generated a positive result for sars-cov-2 on cobas 6800. The same sample was retested on a competitor platform (genexpert) and generated a negative result. The same samples were retested on cobas liat generated a positive result. Positive results were reported out. No harm or injury is indicated. An investigation has been initiated and is ongoing.

Manufacturer narrative:
No product problem or systemic issue was identified. While unknown, the reason for the discrepancies observed by the customer is likely to be sample specific as the data and investigation did not show any indication of a product problem or systemic issue. The curves were normal for both runs. The positive results were consistent with both roche products and indicate that the positive result is likely more accurate. B6 updated with correct dates and order of testing.